Event description:
It was further noted that the motor stalled and the stopped pump period may exceed tube set was present on (B)(6)-2013.

Event description:
It was reported that the pump was alarming. Telemetry confirmed a critical alarm was occurring. Alarm was noted as ¿reset occurred - low battery¿. The patient felt like the pump wasn¿t working. The pump was delivering baclofen. It was later reported that the patient was experiencing baclofen withdrawal symptoms. The patient was having increased spasticity and underdose symptoms of itching and pain from the increased spasticity. The increased spasticity was in the patient¿s legs and arms; the location of the increased itching was unknown. As of the evening of (B)(6) 2013, the pump motor stall had not recovered. A pump replacement was planned. At the time of this report, the patient¿s status was noted to be ¿alive-no injury¿. The manufacturer¿s device registration system indicates that the pump was replaced. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed the pump motor had a feed thru anomaly with shorting across the insulator.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The pump logs also had indicated the pump to be in safe state. It was now further reported that the pump alarm occurred twice which stopped after the managing physician turned the pump off. The pump could not be restarted and was replaced. The catheter was patient and the patient improved after the pump replacement. The patient was also taking oxycodone, lexapro, restoml, zanaflex, vesicare, colace, atavan, percocet and myrbetriq. The patient had a history of a traumatic spinal cord injury in 2011 and was reported as spastic quadriplegic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.